Event description:
It was reported that during a localizer procedure on (B)(6) 2022 , the marker migrated after being placed. The patient had to come back in 2 days after for a second procedure to place a surgical wire to the intended affected area of concern. No other information is available.